Event description:
During the index procedure one in.pact av access balloon was used to treat the right arm. Three more in.pact av access balloons were later used to treat the patient. Approximately 15 months post index procedure patient suffered stenosis of target lesion cephalic arch. Patient underwent reintervention to treat right cephalic arch stenosis. A 8x6 dorado balloon was performed with stenosis persisting after. A 9x6 drug-coated balloon angioplasty was then performed. Repeat fistulagram demonstrated improved caliber of the stenosis and brisk central venous return. This was for the target lesion. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received 05 jun 2025: the patient suffered stenosis of target lesion cephalic arch in arteriovenous fistula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.